Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date/lot number - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number ¿ the article was written by morris mj, molli rg, berend kr, lombardi av jr. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02797 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "mortality and perioperative complications after unicompartmental knee arthroplasty". This study aimed to determine the 90-day incidence of perioperative complications and mortality of patients undergoing total knee arthroplasty. The oxford phase iii mobile bearing unicompartmental knee prosthesis and the vanguard m fixed bearing unicompartmental knee prosthesis were used, both manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on an unknown date due to loss of range of motion and arthrofibrosis. There has been no further information provided and the patient outcome is unknown.